Manufacturer narrative:
The event unit was returned for evaluation. Engineering analyzed the device activation logs that were extracted from a microchip in the device plug and found that 38 out of 57 activations ended in a 'reactivate' alarm. This alarm is generated by releasing the fuse button prematurely. The device met all specifications and passed all functional testing. Engineering was able to replicate the customer experience of poor cutting by prematurely opening the jaws before actuating the blade. The root cause of not cutting properly is the premature opening of the jaws and releasing of the fuse button. The instructions for use states "warning: keep ring handles fully compressed throughout the entire seal cycle to ensure complete sealing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "device was used to seal and cut throughout first part of procedure. When sealing pedicules and any tissue or vessels 3mm &unclear "reactive" kept alarming on generator. Larger vessels sealed well according to surgeon. Additionally blade was only cutting about half way and then pushing tissue of jaws only w/ smaller tissue. Device# (B)(4)." Patient status - unknown.